Event description:
This report is being filed for the air bubble noted in the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury if the air bubble enters the patient's anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) and clip delivery system (cds) were both prepped and tested prior to use without issue. After placement of the sgc, the cds was advanced and the clip was deployed without issue, reducing mr to 1. After complete removal of the cds, air was noted in the chamber of the sgc. The proximal end of the sgc was immediately lowered to prevent the air bubble from flowing distally, and the sgc was safely removed. No air entered the patient, and the procedure was successfully completed with no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.